Manufacturer narrative:
Medical devices continued: 5076-58 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. There was oversensing far field r-wave (ffrw) on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.